Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4) concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert generator. Cool flow pump. C3 ez steer cs with auto ID catheter, model #: d-1263-07-s, lot #: 17292750m. (B)(4).

Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia - left (l-idvt) procedure with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound and transesophageal echocardiogram (tee). A pericardiocentesis was performed and approximately 300 ml of fluid were removed. The patient was reported to be in stable condition at the time the complaint was reported. The drain was removed and the patient was ready for discharge the following day. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on november 11, 2015 regarding the event. No transseptal puncture had been performed. The diagnosis was a slight pericardial effusion which required a pericardiocentesis. The patient did not require extended hospitalization as discharged the next day just like the patient would have been if there had been no effusion. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event was that it was procedure related. The physician could not determine if the event occurred during mapping or ablation. There were no error messages observed on the biosense webster equipment during the procedure. The act was maintained between 300-350. Settings during the event included: power control mode /power cutoff 40 / temperature cutoff 40 / flow setting 8ml/min up to 30w and 15ml/min over 30w / termumo pinnacle 10cm, 8fr, rss802 sheath correction to original report stating there was extended hospitalization. Per the additional information received, there was no extended hospitalization. (B)(4). It was reported that a patient underwent a idiopathic ventricular tachycardia - left (l-idvt) procedure with an ez steer thermocool sf navigational catheter. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound and transesophageal echocardiogram (tee). A pericardiocentesis was performed and approximately 300 ml of fluid were removed. The patient was reported to be in stable condition at the time the complaint was reported. The drain was removed and the patient was ready for discharge the following day. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.